Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Cut face [laceration]; cut face with the metal head that snapped out during brushing with brush [injury associated with device]; the metal head that snapped out during brushing with brush / white plastic covering the metal pin is getting way too loose [device breakage]. Case description: consumer e-mailed stating the white plastic covering the metal pin was getting way too loose to hold the brush head in place; the metal head snapped out during brushing. No serious injury was reported.

Manufacturer narrative:
17-oct-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 15-oct-2018. Product return was received and refill was identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Hold for mb 03.21 cut face [skin laceration]. Cut face with the metal head that snapped out during brushing with brush [injury associated with device]. The metal head that snapped out during brushing with brush / white plastic covering the metal pin is getting way too loose [device breakage]. Product counterfeit [product counterfeit]. Case description: consumer e-mailed stating the white plastic covering the metal pin was getting way too loose to hold the brush head in place; the metal head snapped out during brushing. No serious injury was reported. 02-nov-2018 update: concomitant handle was identified as an oral-b power rechargeable toothbrush handle pro crossaction 3764 model d36.535.6x.